Manufacturer narrative:
The device was returned to the manufacturer and is pending evaluation. We are unable to confirm the reported needle mechanism failure and leaking of insulin or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose exceeded 300 mg/dl while wearing the pod for 4 to 24 hours on the arm. The needle mechanism did not deploy as intended during activation. The pod seemed to be leaking insulin as well.

Manufacturer narrative:
The pod was received with the cannula fully deployed, needle retracted, and pink slide visible. Download data indicates that the pod primed and ran for 2850, during which time user action was taken in the form of bolus, indicating that the pod had deployed as intended and used to administer insulin. No damage or manufacturing deficiencies were found inside the pod that would result in the cannula failing to deploy as intended. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, and no leaks, though the exposed portion of the soft cannula was bent and stretched. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.